Event description:
During a incident in england on an unk date, a child who had suffered a respiratory arrest from a crash was being ventilated with a laerdal silicone resuscitator (lsr) and the anesthetist found practically no chest expansion. A second resuscitator was immediately available and the child suffered no ill-consequences. Later, the non-functional lsr was found to be incorrectly assembled without a "lip" valve.

Manufacturer narrative:
The directions for use (dfu) for the laerdal silicone resuscitator (lsr) describe a decontamination procedure to be done after each use that includes visual inspection and replacement of parts worn or damaged, and reassembly of the device followed by function testing to ensure proper operation of the resuscitator after each reassembly. Function testing of the incident lsr following cleaning and reassembly would have revealed the mis-assembly of the pt valve. Use of the lsr without a lip valve would cause ventilating gas to escape through the expiration openings on the pt valve making the lsr noticeably non-functional to the user.